Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. A double-stop of the procedure was conducted to measure phrenic nerve activity but none was found. The case was continued and completed with cryo. The patient's pnp did not recover during the case. No further patient complications have been reported as a result of this event.